Event description:
The device was used during a "vats" lobectomy procedure. Reportedly, the instrument broke and a component disengaged into the pt's cavity. The surgeon performed a re-operation to retrieve the component and there was tissue loss. The hosp has reported the pt's condition is satisfactory.